Event description:
Same case as 2134265-2010-01488. It was reported that during a percutaneous transluminal angioplasty procedure, a vessel dissection occurred. The 90% stenosed lesion was located in a moderately calcified and moderately tortuous right superficial femoral artery (sfa). The 4.0mm x 1.5cm x 140cm spcb flextome monorail was inflated for a total of four inflations, each at 6 atms for 30 seconds each. On the fourth inflation the balloon ruptured. Another of the same balloon was used for two additional inflations. At this point angiography was performed which showed a dissection. It was unclear what caused the dissection. The patient was asymptomatic during this. A non-bsc 6.0 x 120mm stent was deployed in the dissected area of the vessel. Post dilatation of the stent was performed with a 4.0 x 60mm sterling monorail balloon catheter. No patient complications occurred. The patient status was good.

Manufacturer narrative:
Please note that a device history review was performed. As reported by the (B)(6) registry, the patient experienced a myocardial ischemic event/myocardial infarction non-q wave mi while in the hospital post index procedure without recurrent pain. At the time of the index procedure, angiography revealed a 95% stenosis of the left distal of common carotid artery. The lesion was described as 15mm in length, mildly tortuous, severely calcified, concentric, circumferential and eccentric. The patient's pre-procedure stroke scale scores were 0. The patient was asymptomatic. An angioguard with a 6mm basket was deployed beyond the lesion, after being pre-dilated. A 7 x 30mm precise rx stent was implanted at the target lesion, with 10% residual stenosis. The patient left the angiography suite without neurological deficit. The patient's stroke scale score was zero the next day. The patient was discharged two days after the index procedure. The event was reported to be unrelated to the cordis product. The patient has a medical history of severe pulmonary disease, hyperlipidemia, congestive heart failure and severe aortic / mitral valve disease and history of smoking, diabetes mellitus, coronary artery disease, myocardial infarction and hypertension. The patient has high risk criteria of recent mi (greater than 24hrs. And less than 6weeks). The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used to treat an intrinsic compression within the patient's duodenum on (B)(6), 2010. According to the complainant, after the stent had been successfully traversed across the stricture, the delivery system malfunctioned; the exterior tube handle broke detached and the stent could not be deployed. The physician was able to remove the device and successfully implant a 9cm wallflex enteral duodenal stent. The physician noted that the patient's anatomy was very tortuous and believes that this factor may have contributed to the issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by the (B)(4) registry, the patient experienced a myocardial ischemic event/myocardial infarction non-q wave mi while in the hospital post index procedure without recurrent pain. At the time of the index procedure, angiography revealed a 95% stenosis of the left distal of common carotid artery. The lesion was described as 15mm in length, mildly tortuous, severely calcified, concentric, circumferential and eccentric. The patient's pre-procedure stroke scale scores were 0. The patient was asymptomatic. An angioguard with a 6mm basket was deployed beyond the lesion, after being pre-dilated. A 7 x 30mm precise rx stent was implanted at the target lesion, with 10% residual stenosis. The patient left the angiography suite without neurological deficit. The patient's stroke scale score was zero the next day. The patient was discharged two days after the index procedure. The event was reported to be unrelated to the cordis product. The patient has a medical history of severe pulmonary disease, hyperlipidemia, congestive heart failure and severe aortic / mitral valve disease and history of smoking, diabetes mellitus, coronary artery disease, myocardial infarction and hypertension. The patient has high risk criteria of recent mi (greater than 24hrs. And less than 6weeks). The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Event description:
As reported by the (B) (6) registry, the patient experienced a myocardial ischemic event/myocardial infarction non-q wave mi while in the hospital post index procedure without recurrent pain. At the time of the index procedure, angiography revealed a 95% stenosis of the left distal of common carotid artery. The lesion was described as 15mm in length, mildly tortuous, severely calcified, concentric, circumferential and eccentric. The patient¿s pre-procedure stroke scale scores were 0. The patient was asymptomatic. An angioguard with a 6mm basket was deployed beyond the lesion, after being pre-dilated. A 7 x 30mm precise rx stent was implanted at the target lesion, with 10% residual stenosis. The patient left the angiography suite without neurological deficit. The patient¿s stroke scale score was zero the next day. The patient was discharged two days after the index procedure. The event was reported to be unrelated to the cordis product.

Manufacturer narrative:
The (B)(4) database, for patient ID (B)(6), was updated on (B)(4) 2012 as follows: the patient's weight was updated (B)(6). It was also noted that there was knowledge of two or more proximal, or major, diseased coronary arteries with greater 70% stenosis that have not, or cannot, be revascularized. Finally, the event date was updated from (B)(6) 2009.